Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 10/25/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating the following: "the fenestrated bipolar instrument suffered a highly unusual and dangerous equipment malfunction. The robotic instrument sheath broke at the level of its attachment to the articulated joint at the distal end. This occurred while performing the colpotomy portion of the hysterectomy. The bipolar instrument was being used to elevate the posterior uterus. There was no unusual torque or excessive force used while operating with this instrument. "Several irregular, small shards of fiberglass from the robotic instrument sheath were spilled into the patient's abdominal cavity. As many pieces as visible were removed, and the patient's abdomen was copiously irrigated and suctioned. General surgery was consulted intraoperatively for advice on further measures for mitigation against potential visceral injury from the foreign bodies (fiberglass shards). No overt injury was incurred. There was no error signal at the robotic console nor at the main tower indicating instrument failure. The patient was admitted for overnight observation (she would otherwise have been discharged home from phase ii recovery) due to this intraoperative event."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 1.60" from the distal tip. A piece measuring proximately 0.295¿ x 0.319¿ was not returned with the instrument. Components adjacent to this broken main tube did not show damage. Additional observation found related to the reported complaint included: the instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found a broken main tube that contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
The fenestrated bipolar forceps was an incidental return with no allegation made against the product.